Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that two commanded shocks were performed in order to evaluate impedance measurements on the system. The shocks were successful, and impedance measurements remained high. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.